Manufacturer narrative:
(B)(4): analysis of the lead model 3389s-40 lot v856678 found the distal end of the lead was bent, new out of the box.

Event description:
It was reported that when the doctor tried to implant a new dbs lead, he noticed the lead tip was bent, so he opened another lead. The implant was completed with a new good lead.